Event description:
Customer reported to beckman coulter, inc. (Bec) that six cuvettes were failing water blank and that there was also a leak in the hydropneumatic unit of the unicel dxc 600 synchron system. Customer reported that the leak was cleaned up and no further leak was observed. There was no report of patient results affected. There was no report of adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec field service engineer (fse) found 6 cuvettes were failing the water blank test. The fse replaced the cuvettes. The fse adjusted the photometer lamp voltage from 490 to 497. The fse also performed cuvette center alignment and lamp calibration. The fse calibrated all assays and quality control passed with no problem. To date, customer has not contacted bec regarding the cuvettes failing water blank or leak in the hydropneumatic unit. (B)(4).